Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a surgical procedure. It was reported that soon after the injectable graft was mixed it became too hard, like concrete, to inject out of the pressurized syringe. Another injectable graft was used to complete the case. No patient complications were reported.